Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had all three icons (service wrench, charge-pak and attention) in the readiness display. With all three icons visible in the readiness display, it is likely that the device will not have have sufficient energy to provide defibrillation therapy if required. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device's readiness display showed the charge-pak, attention, and service wrench icons and the device could not be powered on. During an internal, physical inspection of the device, it was observed that water had infiltrated the device and that there was rust speaker and main capacitor. It was also observed that a hybrid layer capacitor (hlc) battery, designator bt2 on the analog pcb assembly did not hold a charge anymore. This hlc battery, designator bt2 on the analog pcb assembly could not be charged anymore and would no longer allow device function. A replacement device was provided to the customer under warranty.